Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer changed the time on the pump, the pump time was off by 30 minutes. There was no reported impact to the customer's blood glucose level. Tandem technical support confirmed with the customer that the time on the pump was currently correct.